Manufacturer narrative:
Concomitant medical products: cd3357-40c crt-d implanted: (B)(6) 2016, 7120 lead implanted (B)(6) 2009, 5524m lead implanted: (B)(6) 2001. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the y-adapted left ventricular (lv) leads exhibited chronic low impedance. No action was taken and the leads remain in use. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.